Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Data from system logs was collected and analyzed. Power and vacuum looked stable over time. However, peak temperatures as measured on temperature sensors showed increase. Subsequently it was also discovered that clinic was using a different gel than recommended for skin lubrication. Similar reports were seen at this clinic. Investigation is still ongoing as to root cause. Device malfunction with potential for serious injury is not ruled out so this report is being filed. This event reported is very unlikely to be a serious injury. Investigation has concluded, and determined that the user's choice of an unvalidated substance for skin lubrication interfered with the device's cooling mechanism. No serious injury occurred (reviewed by independent medical personnel), and investigation has determined that this user error would not result in a serious injury. The user manual has been updated.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Data from system logs was collected and analyzed. Power and vacuum looked stable over time. However, peak temperatures as measured on temperature sensors showed increase. Subsequently it was also discovered that clinic was using a different gel than recommended for skin lubrication. Similar reports were seen at this clinic. Investigation is still ongoing as to root cause. Device malfunction with potential for serious injury is not ruled out so this report is being filed. This event reported is very unlikely to be a serious injury.

Event description:
Physician noted some spots of redness on right underarms immediately post-treatment that was called a burn. Physician provided topical antibiotic/corticosteroid cream.